Event description:
It was reported that the patient was experiencing undesired shocking sensation and difficulty charging the ipg. The physician believed that the ipg was damage by an electrocautery during a previous revision. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001).